Event description:
Healthcare professional reported "capsular contracture baker grade iii" and "patient's concern with the product" against right device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: the device related to the reported event of capsular contracture and anxiety-product/procedure received on march 16, 2022 with catalog number 150cc. Leak test was performed, and no leakage was found. A microscopic analysis was performed which no identify openings, the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii" and "patient's concern with the product" against right device. The device has been explanted and replaced.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional data: b.5, d.6b. D.9, h.3, h.6.